Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The power cable and signal cable were replaced for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed. The system was switched out to complete the case. No pt injury was reported.